Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed a leaking oxygenator. The unit was not changed out. As a mitigation, they just kept wiping up the blood. *no health consequences or impact to patient. *there was a blood loss of 30 cc. *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name). D2a (corrected common device name). D4 (added expiration date & updated primary unique device identifier). H2 (follow-up due to correction and additional information). H4 (device manufacture date). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 4210, 4307). The affected sample was inspected upon receipt with no physical anomalies noted such as a break. The unit was decontaminated upon receipt as per protocol, it was then introduced into a closed circuit and run with 0.9% saline solution at a flow rate of 5.0 ± 1.0 lpm with intermediate sweeps of air through the gas in port. Leaking was detected in the end cap of the nx19 oxygenator. During the sweeps bubbling from the fibers was noted. The unit was then introduced into a closed circuit run with bovine blood and evaluated. The test was performed at 4l blood flow rate, with sweeps of air through the gas in port. During sweeps bubbling from fibers was noted. No other leaks were noted from anywhere on the device during any of the tests. It is possible that there are unknown factors that contributed to the plasma leakage. A definitive root cause was unable to be determined. The plasma leakage is believed to be a result of prolonged usage which led to the fiber pore surfaces becoming hydrophilic through absorption of elements circulating in the blood over time. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.